Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
In 2008, a female was implanted with a gore propaten vascular graft in a common femoral artery to anterior tibial artery procedure in the right leg. The following month, it was reported that the patient presented with complaints of cold, cramping and rest pain sensation in the right leg. Patient was admitted to the hospital. Two days later, a right lower extremity bypass was performed with a graft replacement due to the graft being occluded. An esophageal tear occurred during intubation for the revision procedure. Patient had esophogram performed four days later, with no evidence of injury. A bronchoscopy and an esophagogastroduodenoscopy was performed on the same day, with a linear tear noted, without evidence of a perforation.